Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to the defective print board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a printed circuit board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the image produced was "black" and the problem lasted for 10 seconds. The image returned spontaneously. There was no patient injury, associated with the problem, reported to olympus. It was reported that the surgeon was "unsettled" due to the problem and it likely caused a delay; a description of the length of delay due to the unsettled physician was not provided by the reporter. This is report 2 of 2 due to multiple events reported.